Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process while doing a set change. They were also receiving an alarm but were not sure which one. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was not wearing the pump during priming. They cannot check reservoir volume because they are stuck in prime and do not have their infusion set with them. The customer was advised to call back once he was out of prime and was able to get a set. The product will not be returned for analysis.